Event description:
I first began to experience diffuse joint pain and inflammation with negative serial serological testing for autoimmune diseases. Over the last 5-6 years, I've had increasing pelvic pain and irregular menses with heavy bleeding. This became little to no bleeding at all with periods. I was examined by a gyn who had to dilate my cervix as it had stenosed. She had no explanation for this other than it was probably due to the essure procedure. This was not the gyn who put the coils in. Pain in pelvis continued, I saw my gyn last year who told me to take ibuprofen, also diagnosed a large uterine fibroid. Continued irregular bleeding with menses and increased pelvic pain. Underwent reexamination by gyn two weeks ago who said my cervix was stenosed (scarring had built up).